Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communicated (2007).